Manufacturer narrative:
Therapist removed servo guard filter from circuit and patient (pt) exhaled and vent returned to normal operation. The filter was less than 24 hours old, and the pt was receiving q6 hour albuertrol / saline treatments. The water trap did not have water visible in the container. The maquet rep stated that there was no patient injury. Furthermore, the incident was on a servo I, but the hospital neglected to record the vent serial number. The single use (replace every 24 hour) servo guard filter has a part number of 6595487 and it's part of lot # 0420200720 (s/n # na). A contact was given from the hospital for more information. Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
Ventilator alarmed, unknown alarm. Therapist checked the patient. Patient could not exhale. Flow waveforms were noted, flow and pressure were not show; exhalation on flow nor was pressure returning to baseline.